Event description:
This lead was capped and replaced due to a lead fracture. The impedances were less than 100 ohms and there was no pacing or sensing. There were no adverse events reported for the patient. Should additional information be received, this file will be updated.